Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they are (B)(6) lb- gain in one year due to a medication change. Por message was first noticed (B)(6) 2018. Patient stated thank you for helping them reset. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for chronic pain. It was reported that the patient's device wasn't working and it had an error code. The patient clarified that they saw an informational por message and this wasn't related to an overdischarge event. The patient reported that they had recent emi exposure- they had been traveling a lot and had just come back to the united states. The noted that they experienced pain. The por was cleared and therapy was adequate. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.